Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 7 devices were received for evaluation. The reported event was confirmed for 6 events; evaluation found that the 6 devices had lubrication problems. Evaluation was not able to confirm the reported event for 1 device; the device was within specifications. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the devices overheated. There were no patients involved; no patient impact.